Event description:
It was reported that the patient had been hospitalized with hyperglycemia. The patient's blood glucose levels reached 596 mg/dl while wearing the pod between 4 and 24 hours. Symptoms reported include hyperglycemia. When removed from the infusion site (abdomen), the pod's cannula was found bent. The patient reported they had a bone infection on their leg that led to the leg being amputated which was unrelated to the pod. The patient was treated with intravenous insulin and antibiotics. The patient has not yet been released from the hospital. The pod replaced the pod at the hospital.

Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to determine if any product condition could have contributed to the reported hospitalization and hyperglycemia. We are unable to confirm the bent cannula or to determine if it could have contributed to the reported hyperglycemia. No lot release records were reviewed, as the product lot number was not provided.